Manufacturer narrative:
Pump was calibrated to resolve the issue.

Event description:
Customer stated that the pump was under infused during testing, but no alleged amount was provided. Rate and dosage provided were 125 ml/hr and 10 ml. Investigation found that pump failed volumetric accuracy test, out of +/- 5% specification.